Event description:
Info received indicates the siderail is not latching due to broken latch. The latch was broken from the siderail weldment.

Manufacturer narrative:
The tech replaced the siderail to repair the bed.